Manufacturer narrative:
.

Event description:
The customer reported to the philips response center (rc) that the device had failed each daily user initiated operational check (opcheck) and the weekly opcheck. It was reported that there were multiple entries in the error log and the device indicated internal memory failure and the ready for use indicator (rfu) was indicating a red x. There was no report of patient involvement and there was no adverse patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.